Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that she feels weak and exhausted because of heart problems. Customer denies the need for the medical attention. Customer's expected blood results are 61-145mg/dl fasting. Verified the strips expired 12/31/2014. Reviewed meter memory: see scanned page. Customer called concerned their meter is registering high results because at 12:30pm on (B)(6) 2015 her meter registered 321mg/dl so she waited an hour and drank only water and she tested and the meter registered 284mg/dl.